Event description:
On 3/9/25 at around 11:30 pm, an ilet user experienced a low blood glucose (bg) event after dinner. The user had not made a meal announcement, and their bg dropped after some corrections. After the bg dropped, the patient disconnected from the ilet, and ems was called when the patient was unresponsive. Ems administered glucagon via IV, which brought the bg back into range. The user regained awareness after treatment but was confused and unaware of what had happened. The lowest bg recorded was 27 mg/dl, but the exact duration of the low event is unclear. The user also reported experiencing sweating.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.